Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated two times at 20 atmospheres for 20 seconds. However, during the third inflation 10 atmospheres for 20 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with a non-bsc device. There were no patient complication nor injuries reported and the patient condition was good.